Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Please see medwatch reported 2032227-2014-29646.

Event description:
It was reported that the customer had a high blood glucose of 28 mmol/l, which was treated with the insulin pump. The customer stated that she ran a fixed prime four times and no insulin came out. She also stated that sometimes when she would prime, the insulin would continue to drip. Troubleshooting was performed. The self-test and displacement tests were run and passed. During the high pressure test, which was passed, a fair amount of air bubbles were noticed in the tubing. The customer was confident her issue was due to air bubbles and transfer guard. The customer prepared a new reservoir, and primed tubing. Nothing further was reported.